Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The consumer stated approximately five of the fabric links in a row, on the deck, 1/3 of the way up from the foot end were broken.